Event description:
It was reported by the customer that a bd pyxis medstation es system experienced console damage after generator power was initiated. The pharmacist heard an audible snap/bang come from the console and the smell of something burning. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case: (B)(4) ¿ ms4000 console randomly shutting off. A review of the device history record for sn (B)(6) was performed from the date of go live, 06-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the burning smell and pop sounds came from the tripp lite power supply and not the actual console. A field service engineer placed an order for the 114597-01 1500w power supply to ship to the site and will head out to install when the part arrives. The system functioned as intended after the field service engineer troubleshot the device.